Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6:part: 03.019.006, lot: 9855508, manufacturing site: hägendorf, release to warehouse date: june 27, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: only the insertion handle (part number 03.19.006, lot number 9855508) was returned for investigation. The device shows signs of wear, scratches and impression marks all over. Functional test: a functional test was performed. Another multiloc humeral nail set was available to reproduce the complained issue. The returned instrument passed the functional test successfully. The drill sleeves as well as the drill bits met the nail holes as intended. No interfering could be detected. Summary: the functional test has shown that the cause of complained malfunction is use-related or post-manufacturing issue. Afterwards, and without having all involved parts back, we are not able to determine what exactly occurred at the customer. We only can assume that possibly an insufficient connection, or not exactly following the surgical technique steps, could have contributed to the complained issue. Please refer to the current technique guide. Since the reported occurrence could not be reproduced, we determine this complaint as unconfirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, open reduction internal fixation surgery for the humeral diaphyseal fracture was performed with multiloc humeral nail. During checking before implanting the devices in the patient, the drill bit interfered with the level d screw hole on the nail. The surgeon tried another aiming arm, but the problem occurred again. The surgery was completed without inserting screw in the level d hole. Per surgeon even though there was interference, he could insert screw if he wanted to in d hole. However surgeon didn't insert it because per surgeon there was no need to insert screw into d hole. There was no surgical delay. No further information is available. Concomitant device reported: unknown screws (part # unknown, lot# unknown, quantity unknown) . This report is for one (1) insertion handle for multiloc humeral nailing system. This is report 2 of 5 for complaint (B)(4).